Event description:
It was reported the patient implantable neurostimulator (ins) had been turned off twice. It was noted the patient did not have any therapy problems at the time of this report. The reporter stated the patient¿s healthcare professional (hcp) instructed the patient to check the ins periodically. It was noted the patient went to see their hcp and was informed their ins was turned off. The reporter stated the patient also had vision problems when the ins was off, but they had attributed that to needing new glasses. It was noted the patient¿s hcp turned the ins back on to resolve the issue. Additional information received reported the patient was instructed by their hcp to check the ins every week because one of the inss kept turning off. Refer to manufacturer report #3004209178-2013-19350.

Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 3389-40, lot# j0220169v, implanted: (B)(6) 2003, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3389-40, lot# j0309688v, implanted: (B)(6) 2003, product type: lead. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. (B)(4).